Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Results of investigation: carefusion certified service technician was able to duplicate the reported complaint. The technician resolved the reported issue to specifications by replacing the device's blender.

Event description:
The customer reported complaint on the ventilator passing low oxygen concentration as per specification. Unit was delivering 92% when it was set to 100%.